Event description:
Report from 4/22/2009: it was reported that the pt is part of a clinical trial, device removal is scheduled to occur in 2009. The pt is currently suffering from shingles which need to be resolved prior to surgery. The pt was seen for increased/new back pain in 2009. MRI indicated screw loosening. Levels treated: l5-s1. Other devices used: vitoss sponge, iliac gradt (left side) and auto bone graft. In 2008: MRI, in 2009; chart notes state fusion mass, grade 3 annular tear, l5 loose left and right, about 9 days later: discogram. Chart notes state back strain previously, increased pain in back and hips, pseudoarthrosis, evidence of loose hardware and symptomatic of screws, l5-s1 degenerative, inflammatory change around loose hardware. At one week later, follow-up but no surgery scheduled, pt has shingles. Revision surgery was done at about 2 months later.